Event description:
The rn caring for the patient did her line tracing check. At that time she noticed the IV tubing was wet. She then observed the IV line and saw that every time the pump pumped heparin squirted through a pinpoint leak directly below the pump. She then observed that behind the IV pole, near the head of the bed there was a puddle approximately 5inches x 3.5inches.